Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on additional information received 09feb2022. It was reported that the 1.50mm rotapro device did not work towards the end of the procedure. It was further reported that the burr became stuck on the rotawire. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery (lad) and circumflex artery (cx). A 1.50mm rotapro and a rotawire were selected for procedure. The rotapro was prepped and platformed at 170,000rpm outside the patient, then advanced over the wire without resistance. During procedure, the burr rotation speed was at 170,000rpm. Towards the end of atherectomy to first vessel the physician wanted to pull the devise out via dynaglide mode but the burr was stuck in the rotawire inside the patient. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire devices. There was no patient complications were reported.

Event description:
Reportable based on additional information received 09feb2022. It was reported that the 1.50mm rotapro device did not work towards the end of the procedure. It was further reported that the burr became stuck on the rotawire. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery (lad) and circumflex artery (cx). A 1.50mm rotapro and a rotawire were selected for procedure. The rotapro was prepped and platformed at 170,000rpm outside the patient, then advanced over the wire without resistance. During procedure, the burr rotation speed was at 170,000rpm. Towards the end of atherectomy to first vessel the physician wanted to pull the devise out via dynaglide mode but the burr was stuck in the rotawire inside the patient. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire devices. There was no patient complications were reported.

Manufacturer narrative:
A2: age at time of event: 18 years or older.